Manufacturer narrative:
Unique identifier (UDI), reporting office contact, manufacturer narrative (DHR statement updated) and imdrf annex a, b, c, d and g grids are updated. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09may2019. The review was performed from the date of manufacture to the present date 16apr2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that pumps would not switch on when connect to pcu controller. There was no reported patient involvement

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 09may2019. The review was performed from the date of manufacture to the present date 02mar2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that pumps would not switch on when connect to pcu controller there was no reported patient involvement.